Event description:
It was reported that the endoscopic device tested positive for an unexpected contamination several times. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Sampling date: (B)(6) 2025. Sampling from: balloon channel. Cfu: 2 cfu. Bacterial identification: micrococcus luteus. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: n/a. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event.

Event description:
No additional information received from customer.